Event description:
Patient's meter had missing segments. Patient reported feeling dizzy, very thirsty, experiencing frequent urination and having headaches. Patient reported not being able to read the blood glucose readings due to the missing segments. Patient reported visiting their physician. The physician's meter read over "450 mg/dl". The patient was treated with "90 units" of insulin. Medical affairs specialist mailed a letter, since the patient could not be reached for additional clinical information. It would have been helpful to know how long the patient had been unable to read the results, when the hyperglycemic symptoms began, when the patient made a visit to their physician's office. Patient's diabetes medication regimen, and if they had been taking their medication throughout the time of concern. The customer service representative walked patient through checking the meter's settings and the display issue was not resolved. The medical affairs representative replaced patient's meter.